Event description:
It was reported that a user experienced a sensor pairing failure after a recently applied dexcom g7 sensor, and after the agent guided the user to toggle settings and re-enter the sensor serial number, the ilet began receiving readings; the event aligned with an intermittent communication failure involving the electrical/magnetic subsystem and antenna component. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure involving the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.